Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1nbcg, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that per the physician and the patient's wife, the patient has numerous falls and the lead probably was fractured or broken due to the falls. The patient was brought to surgery per the physician to remove the old interstim system and replaced with a new ins system. The patient is doing good after setting the new system. The issue is resolved at the time of this report.